Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose level of 497 mg/dl. The customer treated with insulin pump. The customer stated having sensor connection issues. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 497 mg/dl and the sensor glucose reading was 44 mg/dl the customer treated for the inaccurate sugar glucose reading. All troubleshooting was declined. No products will return for analysis.